Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic oophorectomy and salpingectomy, the jaws would not open. The tissue around the jaws had to be resected to remove the device and some oozing occurred. Another device was opened and used to complete the case without further incident. There was no pt injury.